Event description:
Customer reported the fluoro button intermittently sticks. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the fluoro button was intermittently not working. No unintentional x-rays were producted. Ge representative replaced the fluoro push button. System operates as intended.